Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system with a dexcom cgm, including lows not consistently associated with meals and one event with a documented glucose of 44 mg/dl, alongside reports of recent cgm issues and a prior bent infusion cannula. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-management at home without medical intervention, no ketone testing, and no use of backup therapy. Investigation included review of device data and user interaction, which showed frequent, clustered meal announcements and appropriate automated insulin suspension during glucose declines. Investigation of this case revealed that the system was functioning as designed, suspending basal delivery during lows, and that inconsistent meal announcement behavior likely led to inappropriate insulin dosing relative to carbohydrate intake, contributing to hypoglycemia and subsequent rebound hyperglycemia after overtreatment. It was concluded, based on previously established findings for similar reports, that user-related use error in meal announcement practices and low treatment contributed to the event.